Manufacturer narrative:
Results: the velocity was partially fractured at approximately 16.5 cm from the hub. The liner was holding the two fractured portions of the catheter together. The distal end of the velocity was slightly misshaped. Conclusions: evaluation of the returned velocity revealed a partial fracture on its proximal end. This damage was likely a result of forceful manipulation inside difficulty patient anatomy. The catheter liner was holding the two fractured portions of the catheter together. Air was flushed through the damaged section and no leaks were observed. Further evaluation revealed minor bends on the velocity distal shaft. These bends were likely a result of being navigated through difficulty, tortuous anatomy and were incidental to the reported failure. No other devices associated with the complaint were returned for evaluation. Penumbra catheter are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (m1) using a velocity delivery microcatheter (velocity). It was noted that the patient had an atherosclerotic internal carotid artery (ica) and the anatomy was tortuous. During the procedure, the physician accessed the target vessel using a velocity over a guidewire through a penumbra system ace 68 reperfusion catheter (ace68). The velocity and guidewire were removed prior to aspiration; however, upon removal, the hospital technologist noticed that the velocity had a kink/break around its proximal end. Therefore, the velocity was set aside and the procedure was completed using a second velocity and the same ace68. There was no report of an adverse effect to the patient.